Event description:
The tip of the electrode broke during surgery. The surgeon succeeded in removing the broken ceramic part from the patient.

Manufacturer narrative:
Depuy mitek to date, has not yet received the complaint device for evaluation. However, the reported failure mode of the device is consistent with failures produced in a laboratory environment by the application of excessive mechanical force. Although it is not conclusive, we could not identify any other factors that would result in such a failure other than those mentioned in the instructions for use. All the pieces were retrieved from the patient, it is possible that patient injury could potentially occur. Because of this potentiality, an MDR is being filed to document this event. When, and if, the complaint device is received here at depuy mitek, it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause an additional follow-up report will be filed.